Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A customer representative reported a loss of suction occurred during a corneal flap creation for a lasik procedure. Additional information has been requested.

Manufacturer narrative:
Review of the logfile for the day of treatment showed the reported issue was not caused by the system or the used patient interface. The information message 'vacuum pumps stopped by foot pedal - treatment is aborted' indicated that the user shut down the vacuum pumps by depressing the vacuum pedal instead of the laser pedal. The root cause is that the vacuum was turned off by the user during treatment. The user depressed the vacuum pedal instead of the laser pedal. (B)(4).